Manufacturer narrative:
The complaint could not be duplicated; however, the console cover was worn/damaged. The device was cleaned, lubed and adjusted.

Event description:
The core console with integral irrigation pump was sent in for analysis because it was smoking during a procedure. Another replacement core console was readily available and it was used to complete the procedure. No adverse event was associated with the device.